Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. This pt was prospectively enrolled with 2 cm non-dysplastic barrett's esophagus. Following a secondary focal ablation the pt had "non-obstructive dysphagia" and was dilated. Per physician the severity was mild and the relationship of event to device procedure was not related and there was no device malfunction.